Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak type1a or type4: the treo main bifurcated stent graft (28 mm) was placed and then leg extensions (excluder, gore) were placed ipsilaterally and contralaterally. Subsequent angiography revealed type1a or type4 endoleak. An additional stent graft (excluder aortic extender 28 mm, gore) was implanted inside the treo stent graft and the endoleak almost resolved. Operation type: evar blood loss: unknown. Image available upon request pre-case plan available upon request additional information available upon request ancillary devices used: excluder aortic extender, pla280300j, gore excluder contralateral leg, plc141000j, gore excluder contralateral leg, plc141000j, gore (tc#bm231102159)". Patient outcome - "the patient's health damage was not serious. The patient has recovered."